Event description:
It was reported that the hood of the shaver came off during a procedure. The piece was successfully removed from the surgical site. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. The device did show evidence of clinical use. Two reprocessing marks were noted on both the inner and outer shafts. The distal tip of the inner shaft was broken off from the device and was not returned with the device. The device inspection indicated that the complaint was confirmed for the reported failure mode. The results of the visual inspection determined that the reported event was confirmed. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are the user applied too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. Instructions for use (IFU): do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the hood of the shaver came off during a procedure. The piece was successfully removed from the surgical site. There was no medical treatment or intervention required and no adverse consequences associated with this event.